Manufacturer narrative:
E1: establishment name: (B)(6). During device evaluation at olympus, it was found the complaint was confirmed and the image was flickering and noisy due to a defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the hd autoclavable camera head had an abnormal image. The issue was found during preparation for use. There were no delay to the diagnostic abdominal exploration procedure, the patient was not under sedation, and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found, no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. The event can be prevented, by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged". Olympus will continue to monitor field performance for this device.